Manufacturer narrative:
Film evaluation summary the gap observed between the tip and the graft cover, difficult to position the device through the vessel and dissection at the access site could not be assessed on single film provided. The access vessels were not depicted in the pre-implant image returned. Procedural angiograms showing attempts to insert the device were not available for review. It is possible that unknown patient co-morbidities along with the presence of an existing dissection in the thoracic aorta may have been a factor in the occurrence of the dissection at the access site, but this could not be confirmed. Photo evaluation summary: one (1) image was received from the account. The image shows a gap between the graft cover and the taper tip. Blood is visible underneath the graft cover. The reported dimensional deviation was confirmed on review of the image. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Valiant captivia stent grafts were intended to be implanted during the endovascular treatment of a 300 mm thoracic dissection. It was reported that during the index procedure vamc2626c150tj was inserted via the left femoral artery and it was implanted without any problems. During preparation of vamf3434c200tj (B)(6) it was noticed that there was a gap between the tapered tip and outer sheath. An attempt was made to position the device. The tip passed through, however, resistance was encountered at the level of the gap between the tapered tip and outer sheath, making it difficult to advance device through the vessel . After multiple attempts the device was removed. A vamf3434c200tj (B)(6) was prepared and implanted without any issues. A 20f non-mdt sheath was inserted and access angiograph was performed to confirm there was no damage to the access site. After the procedure, the delivery system of the vamf3434c200tj (B)(6) was retracted in order to confirm the gap between the tip and outer sheath, and the gap was noted to be larger than before. It was reported that imaging from 5 days post-index procedure showed arterial dissection at the access site in the left femoral artery. Per the physician the cause of the gap between the tip and the outer sheath and the dissection is undetermined. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that the patient developed rtad from the greater curvature of the proximal region of the stent graft (captivia top stent portion) 3 weeks post the index procedure. It was reported the patient has expired. B2: month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.